Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a surgeon had too many glistenings in the past from an intraocular lens (iol) after their procedures. Additional information has been requested and received stating glistenings were not stabilized and are worsening with time but none of them led to removal of the lenses. Glistenings have appeared between three (3) to six (6) years after surgery. The maximum vision loss of all of the lenses involved was 20/25. This record is one (1) of four (4) for this surgeon.